Manufacturer narrative:
Describe event or problem, relevant tests/lab data, and other relevant history updated. (B)(4).

Event description:
It was further reported that the target vessel was moderately calcified. Prior to the advancement of the 3.50x38mm promus element long drug-eluting stent, pre-dilatation was performed with a 3x30mm emerge balloon catheter resulting to 60% residual stenosis.

Manufacturer narrative:
Device evaluated by MFR: a promus element ous, mr, 3.5x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified the distal end of the stent was damaged with stent struts stretched in a distal direction over the distal markerband. It is likely the crimped stent may have encountered resistance & subsequent damage during the attempt to withdraw the device. The undamaged crimped stent outer diameter (od) measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 100% stenosed, 38mm x 3.5mm, concentric, de novo target lesion was located in the mid right coronary artery (rca). A 3.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and was planned to be re-introduced after dilatation however; it was noted that the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 100% stenosed, 38mm x 3.5mm, concentric, de novo target lesion was located in the mid right coronary artery (rca). A 3.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. The device was removed and was planned to be re-introduced after dilatation however; it was noted that the stent struts were broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.